Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficult loading cartridge on the pump. The caller changed cartridge and was bale to resume insulin delivery. Customer's blood glucose level was 270 mg/dl.